Manufacturer narrative:
The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed, including physical and electrical testing found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No other anomalies were found.

Event description:
It was reported that the patient's pacemaker contributed to tricuspid regurgitation. The pacemaker was explanted and replaced. The patient's condition was unknown.